Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump required frequent battery changes, rejected new batteries several times, and also had condensation inside its display screen. The caller did not provide the blood glucose reading. The customer declined assistance regarding the matter. Nothing further reported.